Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2011. Date explanted - (B)(6) 2011. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-05277 / 05280).

Event description:
Legal counsel for the patient reported patient underwent a left hip hemiarthroplasty on (B)(6) 2011 and a right hip hemiarthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 and (b)(^) 2011 due to patient allegations of tingling, pain, numbness, elevated metal ion levels, loss of vision, rashes and weight loss. A review of invoice history confirms the implant dates and that hemiarthroplasty systems were implanted contrary to patient's legal counsel report that total hip systems were implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
Legal counsel for the patient reported patient underwent a left hip hemiarthroplasty on (B)(6) 2011 and a right hip hemiarthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of tingling, pain, numbness, elevated metal ion levels, loss of vision, rashes and weight loss. A review of invoice history confirms the implant dates and that hemiarthroplasty systems were implanted contrary to patient's legal counsel report that total hip systems were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2011. Subsequently, suspected cobaltism was reported and a revision procedure occurred on an unknown date. Patient also reported unspecified surgical complications on (B)(6) 2011. Additional information received in operative report noted patient underwent a left hip arthroscopy resurfacing procedure and revision to a total hip system on (B)(6) 2011 due to elevated metal ion levels. Operative report further noted clear fluid with no evidence of metallosis and a cyst located posterior-superior during the procedure. Additional information received in operative report noted patient's right hip was revised to a total hip on (B)(6) 2011 due to metal ion disease, progression of peripheral neuropathy, and confirmed allergy to cobalt. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a left hip hemiarthroplasty on (B)(6) 2011 and a right hip hemiarthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of tingling, pain, numbness, elevated metal ion levels, loss of vision, rashes and weight loss. A review of invoice history confirms the implant dates and that hemiarthroplasty systems were implanted contrary to patient's legal counsel report that total hip systems were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2011. Subsequently, the patient experienced suspected cobaltism and was revised on an unknown date. It was also reported that patient experienced unspecified surgical complications on (B)(6) 2011.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a left hip hemiarthroplasty on (B)(6) 2011 and a right hip hemiarthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of tingling, pain, numbness, elevated metal ion levels, loss of vision, rashes and weight loss. A review of invoice history confirms the implant dates and that hemiarthroplasty systems were implanted contrary to patient's legal counsel report that total hip systems were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2011. Subsequently, suspected cobaltism was reported and a revision procedure occurred on an unknown date. Patient also reported unspecified surgical complications on (B)(6) 2011. Additional information received in operative report noted patient underwent a left hip arthroscopy resurfacing procedure and revision to a total hip system on (B)(6) 2011 due to elevated metal ion levels. Operative report further noted clear fluid with no evidence of metallosis and a cyst located posterior-superior during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.